Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service (asp) received on 05feb2025, it was stated that the customer was informed that it is normal and intended for the device to have a basic flow rate when placed into standby mode. No further service or repair was needed for the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device continued to provide some airflow when switched to standby mode. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. It was stated that, after the alleged issue, no abnormal alarms were found. This investigation is ongoing.